Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-18786. It was reported the patient's leads had migrated. Surgical intervention was undertaken during which the existing leads were explanted and replaced to address the issue.

Manufacturer narrative:
Correction: section d7: the explant date should have been (B)(6) 2022 (new date) rather than (B)(6) 2022 (old date) in the initial report.